Event description:
It was reported that during a procedure to treat an acute occlusion of the left renal artery, the guide wire fractured and separated in the left renal artery. The separated portion was successfully retrieved with a snare device.